Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a hair can be seen in the pouch which the urethral dilator set was packaged in. Therefore, the user didn't use the urethral dilator set as the sterilization may have been compromised. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual examination of the returned device was conducted. A review of complaint history, the device history record, quality control data and specifications was also performed. One unopened package labeled rpn 073701 with label lot number 8552127 was received. Visual examination of the package confirmed a dark color hair resting on the dilators inside the sealed package. The device history record was reviewed and no non-conformances were found related to the reported issue. A review of complaint history no other complaint associated with the complaint device lot number 8552127. The cause of this complaint is manufacturing related. Measures have been initiated to address the issue of foreign matter. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that a hair can be seen in the pouch which the urethral dilator set was packaged in. Therefore, the user didn't use the urethral dilator set as the sterilization may have been compromised. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.